Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's partner reported that customer was experiencing low blood glucose level 44 mg/dl which treated by food. It was reported that batteries were expired. Customer was able to clear alarm and rewind insulin pump. Customer was experiencing symptoms related low blood glucose level. Device will not be returned for analysis.